Manufacturer narrative:
(B)(4). Batch # t5da3u. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w reload loaded in the device. The returned reload was partially fired 1/3 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no components and no anomalies were noted. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did any pieces fall into the patient? If yes, were all pieces accounted for? Will the firing trigger and all stapler related pieces be returned with the stapler? If no, please explain.

Event description:
It was reported that during a robotic nephrectomy the firing handle broke off of the device while across the patient's vessel. It is unknown how the case was completed. No patient consequences were reported.